Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance was necessary. Equipment continued to be used until replacement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed from the log that the "maintenance is required" message was displayed after a reset due to an internal communication error. The fse conducted a test run in-house to confirm that the internal communication error does not reoccur. The device is working well.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, e1 reporter, e3, h6 (clinical and impact code) updated data: b4, e1 address & city, g3, g6, h2, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance was necessary. Equipment continued to be used until replacement. There was no patient harm.